Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed as the reported problem could not be reproduced. A 4fr single lumen powermidline was returned for evaluation. An initial visual observation revealed biological residue on the sample. The catheter was observed to be 12cm long. No obvious damage was observed on the catheter. A functional test of flushing the returned sample with water using a 12ml syringe was performed. No leaks were observed. Then the catheter was clamped off near the end using a hemostat and pressurized with a syringe of water. Still no leaks were observed. This complaint could not be confirmed as no issues were found with the returned sample during testing. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported leakage at puncture site, sleeve soaked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheters is unconfirmed as the reported problem could not be reproduced. Two 4fr single lumen powermidline were returned for evaluation. An initial visual observation revealed biological residue on both samples. Both catheters were observed to be 12cm long. No obvious damage was observed on the catheters. A functional test of flushing the returned samples with water using a 12ml syringe was performed. No leaks were observed. Then the catheters were clamped off near their ends using a hemostat and pressurized with a syringe of water. Still no leaks were observed. This complaint could not be confirmed as no issues were found with the returned samples during testing. This complaint will be recorded for future trending and monitoring purposes.